Manufacturer narrative:
The insulin pump powered up properly and no blank display was noted. The pump was received with normal operating currents. No damage found on the lcd isolation tape. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer's mother reported via phone call of high blood glucose readings and blank display from the insulin pump. The customer's blood glucose reading was 444 mg/dl. The customer's mother stated that her daughter's pump went off and the screen is blank. The customer's mother stated that she put in 4 different batteries and the screen is still blank. The customer's mother also stated that her daughter had unexplained high blood glucose readings. The customer was advised that issues such as bent cannulas tend to be contributing factors to high blood glucose readings. The customer will be sent a replacement pump.